Manufacturer narrative:
The customer reported that their central nurse's station (cns) displayed communication loss for several gz transmitters that were monitored at the time. No harm or injury was reported. The customer needed to restart their enterprise gateway service in order to resolve this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following devices were used in conjunction with the cns, but did not experience a failure: transmitters: model: ni. S/n: ni. Approximate age of the device: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) displayed communication loss for several gz transmitters that were monitored at the time. No harm or injru was reported. The customer needed to restart their enterprise gateway service in order to resolve this issue.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) displayed comm loss for several gz transmitters that were monitored at the time. The customer needed to restart their enterprise gateway service in order to resolve this issue. No patient harm was reported. Investigation summary: nihon kohden (nk) was able to confirm that the reported complaint was due to an issue with the enterprise gateway, leading to the communication loss, and hl7 server related issues. The customer was able to restart the enterprise gateway service, resolving the reported issue. A definitive root cause could not be determined as the issue is user dependent, and no further information is available for reporting purposes. Communication loss issues are typically due to a facility network connectivity issue, facility server communication issue, a facility information technology (it) related issue. Communication and signal loss can also occur due to a user related setup error or in some cases, a damaged device or component, due to having been dropped, mishandled, or possibly due to mechanical stress (wear and tear) during normal use of the device. This can also lead to multiple issues with the cns device. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 patient information b6 - b7 adverse event and product problem d1 brand name d4 model name catalog name serial number unique identifier (UDI) number d10 g4 PMA/510(k) number h4 device manufacturer date attempt #1 01/21/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/28/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 02/04/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional model information: d10: the following devices were used in conjunction with the cns, but did not experience a failure: transmitters: model: ni s/n: ni approximate age of the device: ni device manufacturer date: ni unique identifier (UDI) #: ni corrected information: b4 date of this report: corrected the date to the current day. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) displayed comm loss for several gz transmitters that were monitored at the time. No harm or injury was reported.